Manufacturer narrative:
The complaint investigation for falsely elevated architect total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did not identify any trends for the issue for the product. Labeling was reviewed and found to be adequate and sufficiently addresses the customer¿s issue. Customer field data was used to assess the performance of the architect total ¿-hcg assay using worldwide data. The median value of the negative population for the complaint lot number(s) is within the established limits. The device history record review for lot 51157ud03 did not identify any non-conformances or deviations. Based on the investigation, no systemic issue or deficiency with the architect total ss-hcg assay for lot 51157ud03 was identified.

Event description:
The customer observed a false positive for architect total b-hcg for one patient. The positive result was not reported out. The patient was repeated and was negative. The following data was provided: initial result = 2280 miu/ml repeat result = negative no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive for architect total b-hcg for one patient. The positive result was not reported out. The patient was repeated and was negative. The following data was provided: initial result = 2280 miu/ml. Repeat result = negative no impact to patient management was reported.